Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was an informational power on reset when the patient was recharging the implantable neurostimulator. It was reviewed that therapy had stopped due to the power on reset. It is unknown if the power on reset was related to an overdischarge event. The patient experiencing the inability to turn stimulation on while recharging due to the power on reset. The patient was able to clear the power on reset successfully and turn therapy back on. The therapy resumed at the last programmer parameters and the patient was able to adjust as necessary and therapy was adequate. This event had occurred on (B)(6) 2017.